Event description:
Related manufacturer reference number: 3006705815-2022-16611. It was reported that patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.